Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400 and a px slim delivery microcatheter. During the procedure, as the physician attempted to remove the coil due to the incorrect size, the coil unintentionally detached within the microcatheter after some resistance. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00896.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly; however, the pc400 coil was detached from the pusher assembly, indicating that the pc400 coil was not detached as intended. The pusher assembly was kinked approximately 27.5 cm from the proximal end. The pull wire was inside the capture feature of the ddt. The outer diameter of the proximal constraint sphere, coil, and distal detachment tip (ddt) were measured and determined to be within specification. Conclusion: the complaint has been evaluated. The complaint indicates that after resistance was felt, the pc400 coil detached inside the px slim. Evaluation of the returned product confirmed that the pc400 detached unintentionally. The pull wire was inside the ddt capture feature, therefore there was no attempt to detach the coil. The coil and microcatheter specifications were measured and determined to be within specification therefore, the devices should have been compatible. It appears that the coil was pushed against resistance causing the pusher assembly to kink, allowing the pull wire to retract and release the coil. The cause of the resistance could not be determined based on the description of the event. The coils and microcatheter's are 100% visually inspected for damage and the coils are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.